Event description:
Information was received indicating that the cuff on this endotracheal tube deflated while in use with a patient in the intensive care unit. The tube had to be changed out for another tube. No additional adverse patient effects were reported.